Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported exposed wires /cord damage with the ellips fx phaco handpiece. There was no patient involvement reported.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.